Event description:
Customer reported 2 instances of rh discrepency for donor samples tested on galileo. Donors were reported as o positive on galileo, but another facility reported the samples as o negative. The other facility used the tube method and repeated tesitng for both samples. One of the donor samples was also tested at a third facility and reported as o negative.

Manufacturer narrative:
Aborh assay was performed using in-house donor samples of various abo groups and rh phenotypes on an in-house galileo with retention lots of the reagents used by the customer. All in-house donor samples typed as expected. Weak_d assay was performed on an in-house galileo with d negative in-house donor samples using retention capture-r select and anti-d series 4. In-house donor samples typed as d negative, as expected. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.